Event description:
The customer contacted the customer care solution center and alleged that the screen and touch screen of the complaint device had been damaged in an unspecified fall and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.